Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin issues at abutment site; subsequently the patient was placed under general anaesthesia and underwent skin flap revision surgery (date not reported). The implanted device remains.